Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the contrast button was responding intermittently while all the other buttons responded properly. Removal of the keypad cover found contamination under the contrast, ¿up¿ and ¿down¿ button contacts. Evidence of moisture intrusion was found in the battery compartment but the casing was intact and passed a leak test. In addition, the pump powered up to a dim and discolored display screen. The defective display screen was replaced with a test screen and the test screen functioned properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation found evidence of moisture intrusion in the battery compartment, contamination was found under some keypad buttons, and the display was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2014.